Event description:
It was reported that the device was misfiring.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73e2200847 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was misfiring.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples were misaligned. The stapler was returned with its trigger partially engaged and with 14 staples remaining in the cover block, indicating that at least 21 staples were fired by the end user. The sample appeared used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Per DHR the product visistat 35w 6/box lot # 73e2200847 was manufactured on 05/24/2022 a total of 24,000 pieces. Lot was released on 06/09/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple a lignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.